Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient had a large knot under the scar that was leaking a clear fluid. Antibiotics were prescribed. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model#: sc-2218-70 serial #: (B)(4) description:linear st lead, 70cm model#: sc-4316 lot #: 18015004 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient had a large knot under the scar that was leaking a clear fluid. Antibiotics were prescribed. The patient will undergo an explant procedure.